Manufacturer narrative:
Sections with additional information as of 23-nov-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-5). Mother is calling on behalf of the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2022 and test strips were opened one week prior to call. The customer declined to perform a blood test during the call. At the time of the call, the customer reported not feeling well; mother stated customer had been vomiting. Mother stated earlier that morning the ambulance had been called due to the customer not feeling well. When the ambulance arrived, a blood test had been performed and customer's blood glucose test result using the ambulance meter had been lo. The diagnosis was hypoglycemia; customer was treated and his blood glucose level raised (mother did not disclose treatment customer had received). Mother stated they are now trying to test the customer's blood glucose and are obtaining the e-5 error. Mother stated she was going to contact customer's doctor.